Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. The viewflex xtra ice catheter was inserted into the vasculature through a 10f introducer. As the catheter was being guided to the heart, it appeared bent on fluoroscopy. The catheter was removed with no difficulty and visually inspected, which revealed a fractured tip. The procedure was completed with another catheter with no consequences to the patient.